Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for nine cortex screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a planned revision surgery took place on (B)(6) 2015, due to implant failure. The date of original implant is unknown. During the revision, while inserting a schanz screw into the insertion sleeve, the screw was not able to advance or retract and got stuck inside. The surgeon removed the schanz screw and sleeve attached and was able to use an alternate sleeve and inserted new screw to complete the procedure. The explant included a one third tibia plate and nine cortex screws. There was a report of a two minute surgical delay. This report is for nine cortex screws. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown for implant failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.